Manufacturer narrative:
Continuation of d10: product ID {evfxplus-23}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the right trans-femoral artery was utilized as the access site. The vessel diameter was noted to be 7.4 millimeters (mm) at its narrowest point, and the non-medtronic 18 french sheath was able to pass through easily. Following successful implant of the valve, hemostasis was performed, and it was noted on the lower-limb angiography that contrast agent had accumulated at the site. When applying the non-medtronic closure system, it was mistakenly applied to the dorsal side, resulting in the vessel being litigate. Surgical treatment was performed as a result.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Per the physician, the injury was incorrect suture placement caused by the non-medtronic (abbott perclose) closure system and the medtronic device was not a contributing factor. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the right trans-femoral artery was utilized as the access site. The vessel diameter was noted to be 7.4 millimeters (mm) at its narrowest point, and the non-medtronic 18 french (gore dryseal) sheath was able to pass through easily. Following successful implant of the valve, hemostasis was performed, and it was noted on the lower-limb angiography that contrast agent had accumulated at the site. When applying the non-medtronic (abbott perclose) closure system, it was mistakenly applied to the dorsal side, resulting in the vessel being litigate. Surgical treatment was performed as a result. Additional information was received that the injury was incorrect suture placement observed during puncture. Per the physician, the cause of the injury was the non-medtronic (abbott perclose) closure system and the delivery catheter system (dcs) did not contribute.